Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the needle and thread were found to be disengaged when the packet was opened. A new device was opened to resolve the issue. There was no patient involvement.